Event description:
E manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of has power but not blowing. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre and observed the burned pca. The customer complaint was reproduced. There was one error has been identified. The device was scrapped.